Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to dislocation. X-rays show shearing of the screws.